Event description:
It was reported that when the dressing was removed from the wound, there was residue of silicone adhesive left on the wound and skin around the wound. There was no patient harm and the adhesive was removed. There was no delay in the case and the dressing will not be returned due to the contamination. Photos of the product are not available.